Manufacturer narrative:
One 7x25mm (B)(4) screw was returned for evaluation. Visual assessment of the device confirmed the reported complaint. The tri-lobe portion of the screw that interfaces with the driver is broken and missing small pieces. The clinical details provided were reviewed, and it was identified that the surgical site was not prepared with a starter. The starter must be utilized with the (B)(4) screws to minimize screw breakage during insertion. Further investigation is not warranted at this time.

Event description:
It was reported that during a tibial fixation the screw broke up. All pieces were removed. There was no significant delay or patient injury reported.

Manufacturer narrative:
Catalog number removed. Part number updated.

Manufacturer narrative:
Device has not been returned for evaluation. The clinical details were reviewed, and it was identified that the surgical site was not prepared with a starter. The starter must be utilized with the biorci-ha screws to minimize screw breakage during insertion.